Event description:
A blood test tube broke. We cannot see the break under the top of tube as it has a seal. When the seal is removed by an automated blood analyzer, the machine analyzing the blood specimen gets jammed causing the analyzer to need repair. It took 3 hours to repair and slowed down all blood analysis on that machine. This is the third instance in the past six months. All incidents were reported to medsun.======================manufacturer response for blood specimen tube, vacutainer (per site reporter).======================still awaiting response.